Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional info has been requested, but not yet received. Associated MDR: 1018233-2013-00909 and 1018233-2013-00911.

Manufacturer narrative:
Brand name: pelvicol acellular collagen matrix. Catalog # 482812, lot# 04b06-1. (B)(6).